Event description:
It was reported that the patient faced an event where infusion set fell off during use which led to hyperglycemia treated by correction injection via mdi on (B)(6) 2026.

Manufacturer narrative:
Initial 1 of 8. Name: tandem, country: united states of america, street: 11045 roselle street , city: san diego, state: ca, zip code: 92121. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.